Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer declined to troubleshooting low blood glucose level. Customer got a new transmitter and its not connecting to his insulin pump. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with coke. Customer received lost sensor alarm. The insulin pump was not returned for analysis.